Event description:
It was reported to boston scientific corporation that an injection gold probe was used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, after the first pass within the patient's duodenum; the needle of the injection gold probe would not retract back into the sheath. The device was removed from the within the patient and from service. The procedure was then completed using another injection gold probe. Reportedly, there was no damage to the scope. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Correction: the procedure occurred on (B)(6) 2012.

Manufacturer narrative:
A visual examination found that the device returned with a kink approximately 120cm from the ceramic tip. Functionally, when the handle was actuated, the needle was unable to retract. The catheter was dissected and the hypotube was found to be fractured at the kink side, thereby causing the reported failure. The condition of the returned incident device was consistent with the complaint that needle failed to retract. The evaluation attributed the retraction issues to the fractured hypotube. The fracture likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, after the first pass within the patient's duodenum; the needle of the injection gold probe would not retract back into the sheath. The device was removed from the within the patient and from service. The procedure was then completed using another injection gold probe. Reportedly, there was no damage to the scope. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of needle failing to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.